Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery the centrifugal pump disconnected. The centrifugal pump was reconnected; there was 600ml of blood loss, and the pt needed to be transfused. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device and will be submitting a follow-up report when more information becomes available. (B)(4).